Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2019, it was reported that during a monarch-assisted biopsy procedure, the patient had a pneumothorax. The physician performed several biopsies in the lower upper lung (lul) and several biopsies in the right upper lung (rul). The physician then performed an endobronchial ultrasound (ebus) on the right side of the patient's lung and completed the procedure. The pneumothorax was then discovered about an hour after the case during a post-procedure x-ray. The patient was then given a chest tube and was held at the hospital. The patient recovered and was released from the hospital on the following day. Based on the information provided by the physician, there was no device failure.